Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103020) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop eye irritation. The patient was prescribed medication in response to the reported event. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found sticky contamination and bio-contamination in the power supply and water tank seal in the humidifier. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-51 and 1 instance of: e-53. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.

Event description:
The manufacturer received a voluntary medwatch (mw5103020) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop eye irritation. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on 11 nov, 2024 and section h11 should be reported as: the manufacturer received a voluntary medwatch (mw5103020) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop eye irritation. The patient was prescribed medication in response to the reported event. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.